Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was 9 millimeters (mm) in size and located in the right lower lobe 8 mm away from the pleura. The procedure was completed as planned with no delays. The patient was extubated and out of the procedure room when a 40% pneumothorax was identified via chest x-ray. The patient also had dyspnea. A chest tube was placed to resolve the pneumothorax, then the chest tube was discontinued the next day, and the patient was discharged. The patient is currently at home doing well. The physician believed that the pneumothorax was due to the (small) size of the nodule and peripheral location; it would have likely occurred via another modality. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no device malfunction associated with the event. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.